Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 months post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("excrete nickel heavily from our breasts"), anaphylactic reaction ("I had an anaphylactic reaction") and rash pruritic ("itchy rash"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, allergy to metals, anaphylactic reaction and rash pruritic outcome was unknown. The reporter considered allergy to metals, anaphylactic reaction, medical device removal and rash pruritic to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received:-new event I had an anaphylactic reaction was added. Reporter was added. On (B)(6) 2020: social media received:-reporter added, event added as itchy rash. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 months post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("excrete nickel heavily from our breasts"), anaphylactic reaction ("I had an anaphylactic reaction") and rash pruritic ("itchy rash"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, allergy to metals, anaphylactic reaction and rash pruritic outcome was unknown. The reporter considered allergy to metals, anaphylactic reaction, medical device removal and rash pruritic to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and nickel allergy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 months post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("excrete nickel heavily from our breasts"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and allergy to metals outcome was unknown. The reporter considered allergy to metals and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.